Event description:
The patient's symptom had not improved. The lead broke and was replaced on october 20th. After the lead replacement surgery the device abnormally shutdown often. Additional information has been requested.

Manufacturer narrative:
(B)(4).